Event description:
A customer reported receiving a ¿sensor end¿ failure message while wearing the adc freestyle libre sensor. As a result, the customer experienced a loss of consciousness. The customer was taken to a hospital where glucose was administered intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m0066karqd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and observed damaged guide tabs. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor end¿ failure message while wearing the adc freestyle libre sensor. As a result, the customer experienced a loss of consciousness. The customer was taken to a hospital where glucose was administered intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor end¿ failure message while wearing the adc freestyle libre sensor. As a result, the customer experienced a loss of consciousness. The customer was taken to a hospital where glucose was administered intravenously for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.